Event description:
It was reported that the power cord was sparking while docking. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The field service technician replaced the power cord and returned the unit to service.